Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) could be interrogated, but not successfully programmed using software model 2845, version 2.1. A boston scientific technical services representative had the caller try restarting the inductive session, which was unsuccessful. The tech services representative discussed potential software issues. The caller stated that they would try another programmer if one was available. Boston scientific received further information that this device was explanted due to normal battery depletion.